Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not prime. The device had been filled with 4600mg fluorouracil in 115ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation containing approximately 115 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, no fluid flowed from the luer. Microscopic inspection revealed that the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the air bubbles was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.